Event description:
The surgeon reported via the sales rep that a patient was revised, due to a broken gamma nail and further reported that the patient had been implanted for about approximately 6 months. He further reported that the nail had fractured through the lag screw hole. The sales rep reported that he had requested the surgeon for further details.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.